Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-24433. It was reported, the pt is not receiving any stimulation therapy from her scs system. The pt stated her stimulation stopped approximately one month ago, and whenever she walks in front of the refrigerator or microwave, she would experience a surge in the stimulation intensity. An sjm rep met with the pt and a system diagnostics revealed the scs lead contacts are all invalid. X-rays taken did not show any anomalies. The pt is pending a follow-up with her physician and a sjm rep to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.